Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was off by one day and the cause was not known. The customer did not know when this happened. Blood glucose was 301 mg/dl. Tandem technical support assisted the customer with adjusting the date.